Manufacturer narrative:
(B)(4). Balloon ruptures can occur as a result of, but are not limited to, manufacturing (such as damage to the balloon from the stent crimp process or from damage to the balloon during the processing of the balloon material) or from damage during use of the product. During use there can be an interaction between the balloon and the anatomy and/or accessory devices, which can damage or weaken the balloon material and lead to rupture during inflation. The product was not returned to abbott vascular for analysis and may have assisted in the investigation. Additional information was requested; however, no information has been provided. Although no anatomical information was reported, it is possible that the balloon may have interacted with the lesion/ anatomy and contributed to the reported balloon rupture. However, without the return of the device, a conclusive cause can not be determined. Myocardial infarction (mi) is a known adverse event as listed in the promus instructions for use (IFU). A conclusive cause for the reported balloon rupture, patient effects and their relationship to the product, if any, cannot be determined; however, the reported hospitalization and surgical procedure appears to be related to the operational context of the procedure. All stent delivery systems (sds) are leak tested on-line and a sampling of units from all catheter lots are rupture tested prior to release for use in the finished good lot and then again, once the finished goods lot is completed, a sampling of units are again rupture tested prior to the release of the finished good lot.

Manufacturer narrative:
(B)(4). Balloon ruptures can occur as a result of, but are not limited to, manufacturing (such as damage to the balloon from the stent crimp process or from damage to the balloon during the processing of the balloon material) or from damage during use of the product. During use there can be an interaction between the balloon and the anatomy and/or accessory devices, which can damage or weaken the balloon material and lead to rupture during inflation. To ensure this type of damage is not a result of manufacturing, all stent delivery systems (sds) are leak tested on-line and a sampling of units from all catheter lots are rupture tested prior to release for use in the finished good lot and then again, once the finished goods lot is completed, a sampling of units are again rupture tested prior to the release of the finished good lot. The product was not returned to abbott vascular for analysis and may have assisted in the investigation. Additional information was requested; however, no information has been provided. Although no anatomical information was reported, it is possible that the balloon may have interacted with the lesion/ anatomy and contributed to the reported balloon rupture. However, without the return of the device, a conclusive cause can not be determined. In this case, myocardial infarction (mi) is a known adverse event as listed in the xience v instructions for use (IFU). In this case, a conclusive cause for the reported balloon rupture, patient effects and their relationship to the product, if any, cannot be determined; however, the reported hospitalization and surgical procedure appears to be related to the operational context of the procedure.

Event description:
It was reported that during an attempt to deploy a promus stent, the balloon ruptured in the right coronary artery. The patient subsequently had a heart attack and required open heart bypass surgery. The stent was not placed. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned. A follow-up report will be submitted with all additional relevant information.